Event description:
Caller states the patient tested 2.4 inr on the coaguchek s system and 1.78 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.